Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change the ilet touchscreen became unresponsive and the display went black while the user attempted to confirm drops, and the device could not be restarted or accessed through the mobile app despite showing a solid green charger light, consistent with a display readability issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem associated with a display that was difficult to read and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.